Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned coronary treatment/non-emergency treatment, and the procedure was completed as planned by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Upon troubleshooting, fse reviewed the log file, which showed tube current out of range, tube arcing errors, hivo errors and point errors. Fse attempted tube conditioning and tube adaptation but failed. To resolve the issue, fse replaced x-ray tube and performed tube adaptation, tube yield, edl calibrations. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. After replacement of the x-ray tube, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If system unable to perform x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system unable to perform x-rays issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.